Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient (pd) called while the cycler was off to report that there was some fluid on the floor. At this point, the patient had already removed the supplies and cancelled the treatment. The cassette/tubing set in question had already been discarded. Upon follow up, the patient stated that she was in the middle of the treatment when she noticed a drain complication. The patient called technical support and disconnected the supplies. That is when she noticed that there was some fluid on the floor. The patient visually inspected the lines and realized that the blue safety pin was missing and fluid was coming out from the connector. The pd nurse was notified of this incident but no antibiotics were prescribed as prophylactic. The patient had skipped the rest of the treatment and resumed the following day as normal. The patient stated that she had not experienced any adverse events as a result of this incident.